Manufacturer narrative:
Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material # 305270. Lot # unknown. It was reported that the bd integra needle broke. The following information was provided by the initial reporter: verbatim: integra needle broke off when being injected into a pts upper/outer quadrant of rt gluteus. Had to make an incision in the patient to explore the area to find the needle, but it was not found in the patient.